Event description:
It was reported that the ilet user¿s blood glucose was 72 mg/dl prior to dinner, the user ate chicken and rice without making a meal announcement, and glucose subsequently rose to 90 mg/dl; the user asked if fast-acting carbohydrates were needed and was advised they were not. There were no reported symptoms. Outcomes included no alerts, alarms, or health consequences. Investigation included review of the event details and user education focused on meal announcements and hypoglycemia troubleshooting. Investigation of this case revealed no device malfunction and indicated user-related operating behavior consistent with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.